Event description:
It was reported by service report that the pt right side rail would drop quickly and forcefully due to a broken side rail assist cable. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.